Event description:
It was reported that the device was explanted. The implant duration is unknown, therefore, the aware date is being used as the occurrence date. It was additionally reported that a second device, model #4450 was explanted. Refer to MFR #6000002-2008-08160. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.